Manufacturer narrative:
H3: one device was returned for evaluation. The service review identified the device had not been in for service previously. The customer issue was confirmed as the device failed the disposable test. The probable cause of the reported problem was fluid contamination found at downstream occlusion (dso) sensor area and inside the battery compartment, the battery contacts rusted badly. The dso sensor and battery contacts were replaced. The device then passed all functional tests after the repairs.

Event description:
The customer returned the product for cassette error and battery compartment damage, during device analysis, the downstream occlusion (dso) seal damaged with fluid ingress and the cassette failed the disposal test. There was no patient involvement.